Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 3.9 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the dissociation was due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient falling the socket shell disassociated from the humeral socket insert.

Event description:
Revision surgery - due to socket shell disassociation from the humeral socket insert.